Event description:
A report was received that the patient had an implanted laminotomy paddle electrode which was not connected to an ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the implanted paddle lead that was not connected to an ipg was non-bsc lead.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an implanted laminotomy paddle electrode which was not connected to an ipg. The patient will undergo a revision procedure.